Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor speaker hums) has been confirmed. Upon investigation the monitor displayed a service code 102 and was unable to complete functional testing. The cause for the failure was defective u1004 and u1005 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a noise and not functioning.